Manufacturer narrative:
The technician replaced the siderail center arm assembly to repair the bed.

Event description:
Information received indicates the siderail will not stay up due to a broken center arm assembly.